Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "abdominal cavity inflammation and pus flowed out of the dialysis tube". The cause of the event was not reported. It was reported the patient was instructed to go to the hospital; however, it was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient was not recovered from the event. Action with pd therapy was not reported. No additional information is available as the reporter declined follow up.